Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the forward body frame fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the remote control buttons perforated, the forward body frame corroded, the air/water socket deformed, the operation channel leak, the air/water socket dirty, the operation channel kink, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).